Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was fluid under the insulin pump¿s screen. They were unsure how the water damage occurred. The customer also reported that the buttons were hard to push. They had also received an alarm. There was a crack near the battery compartment. The customer¿s blood glucose level was 160 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to blank display. No moisture damage on motor noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.